Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, or battery out limit alarms or blank display was noted. The insulin pump had a cracked reservoir tube, cracked reservoir tube lip and a cracked case at a display window corner.

Event description:
Customer reported she did not wear her insulin pump for about a week. She put a new battery in it and the device alarmed battery out limit. She reset the device and the screen went blank. She also reported there is crack by the reservoir compartment. She does not know how the damage occurred. Customer's blood glucose is 321 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.